Event description:
Rt paged to neurology ICU due to vent alarming. Upon arrival nurse was bagging patient. Ge ventilator screen reading system failure with an audible internal alarm (high pitch). Turned vent off then back on, alarm continued, screen would not reset. Changed vent out...brought down from dept equipment room. Vent settings prior to malfunction ps +8, 35% fio2, +8 peep. Patient tolerated well with no adverse effects. Ventilator brought to bio-med and ge service engineer called to troubleshoot device. Ventilator had a bad (vcb) ventilator control board that was replaced to correct issue. Biomed was able to reproduce the same problem in 15 of 17 ventilators during their testing. Ge is aware of the issue but has not alerted the hospital about a definitive fix for this problem as of yet. Manufacturer response for ventilator, engstrom carestation configuration bom (per site reporter): manufacturer changed a bad ventilator control board to correct this problem earlier this year.